Manufacturer narrative:
Per subsidiary service engineer, central control monitor (ccm) was checked and the complementary metal¿oxide¿semiconductor (cmos) battery was replaced with a brand new one. Instructions for the proper installation of the battery were followed and the ccm was reset to default settings. The ccm still has the disk boot failure message.

Manufacturer narrative:
Additional information received from subsidiary service engineer that the troubleshooting has been unsuccessful. He will coordinate with the customer to determine if they want the unit repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The cause of the complaint effects the single board computer (sbc). The defective part was replaced. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per field service representative (fsr), during troubleshooting, the unit has ¿disk boot failure¿ message despite that the ctrl + alt + del was pressed in the keyboard. The result for the battery voltage check was 2.8v. There was no effect on the ccm error when he entered the bios setup and load the optimized defaults. The fsr was given instructions on how to solve the issue by a terumo technical support.

Event description:
It was reported that during routine testing of the device at the service center, "disk boot failure" appeared during self test. They tried to clean the configuration card and reinsert it, but the disk boot failure still appears. They tried to attach the keyboard and press enter but the error is still there. There was no patient involvement.